Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and was found to be use-related the returned product was one 13fr d/l vas-cath softcell catheter with surecuff adhesive residue was seen on the extension tubing and the bifurcation, and blood and tissue residue were seen on the surecuff. The catheter tubing was discolored between the bifurcation and the surecuff, and a diagonal kink was visible just distal to the bifurcation. The catheter kinked preferentially at the aforementioned kink site. Two small holes were visible within the kink. Microscopic examination of the holes within the kink revealed a granular split surface with slightly irregular edges infusion through the red lumen revealed a leak through the observed holes in the kink infusion through the blue lumen was successful and unremarkable. No other deformities were observed. The evidence observed indicated that repeated kinking of the catheter near the exit site contributed to material weakness and catheter wall damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 06/03/2015 per medicon reported: the dialysis treatment has been initiated since (B)(6) 2011. The soft-cell was inserted into a patient via the right subclavian vein in 2012 (date unknown) in the facility. He was treated in another hospital after insertion. On (B)(6) 2015, bleeding from the insertion site was noted. The bleeding was stopped by strongly oppressing the site. Afterwards bleeding reportedly frequently occurred. On (B)(6), air was detected in the dialysis system. Thereafter the patient was transferred to the facility for replacement of the soft-cell and admitted on (B)(6). On admission date, during dialysis treatment, bleeding was observed and caused to stain his clothing (over the dorsal surface of the clothing from the bleeding site). After antiseptic was applied to check, the physician identified the bleeding was caused from the catheter. The dialysis was suspended. The next day, a soft-cell was replaced under x-ray guidance. The blood specimen from the catheter was cultivated and revealed the presence of bacteria in the blood. The replacement resulted in no further issue noted.